Manufacturer narrative:
Multiple boluses were programed in the insulin pump and it functioned properly, no bolus or keypad anomaly noted during testing. No cosmetic damage noted.

Event description:
It was reported that the customer was unable to get his insulin pump to rewind. The customer's blood glucose level was not reported. He reported an issue with the insulin pump's keypad. He also received a no delivery and a low reservoir alarm. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.